Manufacturer narrative:
(B) (4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2010. The patient returned to the hospital on (B) (6) 2010, complaining of pain. A laparotomy was performed and thermal bladder and bowel damage was detected resulting in bladder repair. The surgeon opines that the catheter perforated through the patient's cesarean-section scar tissue. Following the bladder repair procedure, the patient returned to the hospital still complaining of pain the week of (B) (6) 2010 where subsequent tests resulted in the patient requiring a colostomy bag. Additional information has been requested.